Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Ten pieces of the same catalog number were taken from current production at the manufacturing facility. The samples were visually inspected and functionally tested and no issues were detected. A 100% visual inspection and leak testing is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) for this product mentions that the product must be stored in a cool and dry place protected from light and ozone. The IFU also mentions to check the system for leakages. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "catheter mount showed a tear at the beginning of the connector when packaging was opened (area between connector and tube)." The alleged issue was detected prior to use and there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "catheter mount showed a tear at the beginning of the connector when packaging was opened (area between connector and tube)." The alleged issue was detected prior to use and there was no patient involvement.